Event description:
Pulmonary artery catheter balloon detachment reported. During emergency surgery, an anesthesiologist inserted the pulmonary catheter through a right subclavian "cordis" already present in the pt. The catheter would not float. When the physician pulled the catheter out to check it (for correct bend of catheter) physician noticed that no balloon was present on the catheter. Physician removed the cordis to check to see if the balloon was stuck inside, but no balloon was present. Physician inserted a new cordis, and then floated a new catheter without any problems. Surgery proceeded, during which the pt lost 10l of blood. Pt experienced pulmonary problems related to the amount of fluid resuscitation required to keep stable. Pt required mechanical ventilation for 1.5 days. The anesthesiologist states that the pulmonologist doubts the respiratory problems experienced by the pt are related to the balloon. The anesthesiologist feels that the balloon is in the pt, although anesthesiologist cannot be sure. No pt adverse effects reported related to the balloon event. The anesthesiologist does not specifically remember checking the balloon prior to insertion, but it is physician's routine to do so. Also, another person, possibly a technician, checked the catheter with physician prior to insertion.